Event description:
On (B)(6) /2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 500 mg/dl with nausea, fatigue, and confusion associated with a cartridge leak. It was reported that the cartridge was leaking insulin into the cartridge compartment, but could not identify the source of the leak. It was also reported that there were no visible defects noted on the cartridge. During troubleshooting with customer technical support (cts), it was reported that the patient was reusing cartridges. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in reusing the cartridges in the pump.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.